Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection), sepsis, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Supportive care and antibiotics were provided. An exploratory laparotomy was planned to be performed for the patient's bowel ischemia prior to their death.

Event description:
It was reported the patient developed ventricular tachycardia post lvad implant. The patient underwent ganglion block. The patient then developed pneumonia. Patient sputum culture tested positive for klebsiella, pseudomonas, and stenotrophomonas. The patient then had bowel ischemia. The patient planned for lvad explantation on (B)(6) 2025; however, the patient developed septic shock and passed away on (B)(6) 2025. It was later reported by the vad team that the patient's outcome was device or therapy related, an autopsy was no performed, and the device was not explanted to be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.